Event description:
It was reported that the pump displayed repeated alert 38 motor stall alarms with consecutive stalled motor restarts after two supply changes, with no kinked cannula observed, and a guided dry run was successful beyond 120 units; replacement supplies were arranged and the patient was advised to perform a full supply change using components from different boxes. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem consistent with motor stall behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.